Event description:
Information received from the field does not address the patient's clinical status but notes that the pacing rate would fluctuate in an abnormal manner. An ECG analysis confirmed the abnormal behavior.~~~~~~~~